Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huyf1192 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that the hospital allegedly found a pin prick at the bottom of the hub and the line allegedly had to be repaired.

Manufacturer narrative:
Due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Evaluation conclusion: the complainant event was confirmed and the cause appears to be use related. The product returned for evaluation was a segment of 6.6fr broviac catheter. The print within the clamping oversleeve was worn proximal to the mid-section and appeared to extend proximal to the designated ¿clamp here¿ region. There were clamp markings outside, and proximal to, the ¿clamp here¿ region.